Event description:
Patient is currently on levophed, mean arterial pressure (map) reading appeared inaccurate, calculated map manually. Map was drastically different. Portable monitor brought to intensive care unit (ICU) to check patient blood pressure and accuracy. Monitor box was changed and map was calculated correct. This changed the patient's plan, able to come down on levophed. Checked other boxes, 3 other ICU bed boxes are off in map calculation as well but not as drastically as in this bed.